Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed away following complications incurred during a bypass procedure. It was reported that the device was turned off prior to the procedure and when it was subsequently interrogated, the device was found to be in safety core (safety mode). While the device was in safety core, the patient went into ventricular fibrillation (vf) multiple times. A new crt-d was immediately implanted. Internal paddles were used to defibrillate the patient; however, rescue attempts were unsuccessful. The replacement device was not retrieved from the patient. The originally implanted device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery. This issue is discussed in our q2 2010 product performance report.